Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Technical support engineer (tse) troubleshot this issue with the customer over the phone. The customer then performed the recommended actions and the device still malfunctioned. The customer will further inspect the device and call back with any new information.

Event description:
It was reported that a ventilator had a communication issue. There was no patient attached to the device when the malfunction occurred.